Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an occlusion of the phaco tip occurred during sculpting and whitening of the lens was observed. The phaco tip was removed from use. The patient experienced a corneal burn. The corneal wound was closed with sutures. Additional information and product sample have been requested.